Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: analysis of the returned device revealed the core wire was fractured. The distal tip including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve (hts) measured approximately 6.25in. A small portion of the hts was cut back to reveal the core wire. The fracture face was bent. Sem lab analysis concluded the core wire fractured from a ductile torsion/tension overload of the nitinol core wire. . The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire broke. The target lesion was located below the knee in the tibial artery. It was noted this patient had a "sharp angular take-off" and resistance was noted during advancement of the journey guide wire. While attempting to cross the lesion, the wire snapped on the proximal end. The wire was snared from the patient successfully. There were no additional patient complications reported and the patient's status is fine.

Event description:
It was reported that during a peripheral treatment procedure, the guide wire broke. The target lesion was located below the knee in the tibial artery. It was noted this patient had a "sharp angular take-off" and resistance was noted during advancement of the journey guide wire. While attempting to cross the lesion, the wire snapped on the proximal end. The wire was snared from the patient successfully. There were no additional patient complications reported and the patient's status is fine.